Event description:
Previous aug with 310cc old style gel implants. Now desires to have improvement in breast size and shape. In 2008, pt underwent bilateral implant removal and capsulectomy. Implants removed intact. Augmented with mentor high profile gel implants.